Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The reporting person states that during the catheter passage the guidewire coiled in the sheath and shredded and was necessary to remove the sheath with the guidewire within.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.